Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet, with the lowest recorded glucose of 42 mg/dl and approximately 20 minutes outside the 70¿180 mg/dl range, and the care team directed adjusting glucose targets higher overnight to mitigate lows. Symptoms included hypoglycemia without reported loss of consciousness, dizziness, or other acute sequelae. Outcomes included self-management without back-up therapy, ketone testing, medical intervention, or hospitalization. Investigation included customer troubleshooting and education regarding ilet use, including guidance that insulin delivery should only occur via meal announcements and that prefilled cartridges should not be prepared by the user. Investigation of this case revealed no device malfunction reported and that the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.